Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device display intermittenly blanks out. The complaint indicated that there was no patient involvement in the reported malfunction.